Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint was due to contamination, odor and moisture damage within the device. The main circuit board, motor capacitor and pneumatic block were replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed an astral device did not to power on and displayed an error message (sf147) related to a stalled main blower. There was no patient harm or serious injury reported as a result of this incident.